Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the patient was septic and had an infection at the site of the right atrial (ra) lead. Notes from 8.7.2019 showed a large echo density in the ra. The patient was put on warfarin, as the physician was treating it as infective endocarditis. No further updates have been received from the field at this time.